Event description:
It was reported the lead displayed over-sensing. Re-programming was performed by "turning the lead off," the lead was removed, replaced, and no patient complications have been reported as a result of this event.